Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of sensor site bleeding. The customer states she removed the sensor and replaced with a new one. The customer states the pump is prompting them to calibrate but will not accept the calibration. The customer states their blood glucose level was 500mg/dl, but dropped to 420mg/dl. The customer was advised the pump will not calibrate with blood glucose level of over 400mg/dl. The customer states the highs are attributed to over treating. The customer states they will wait till levels are down before they calibrate. No further assistance needed.